Manufacturer narrative:
On august 03, 2023, mentor received the device for evaluation as well as additional information. Patient identifier was added as (B)(6) date of explant was added as (B)(6) 2023. On august 10, 2023, mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in a bag. On august 11, 2023 mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Mentor completed a visual evaluation of the image provided. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in a bag. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two 350cc mentor memorygel xtra breast implants ruptured during a breast augmentation surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and new implants were used to complete the implantation. No reported adverse events or patient outcomes were reported. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number (B)(4) for the contralateral event.

Manufacturer narrative:
On august 14, 2023, mentor became aware that an error was submitted in the previous report. As no patient consequence was reported, date of explant and patient initials were removed from the file. Manufacturer¿s reference number: (B)(4).